Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the distal segment was returned for analysis. Blood/body fluid was observed on the proximal conductor (not obstructed). The outer insulation was melted and was breached/cut. The helix was distorted and blood was observed in/on helix mechanism. There was apparent explant damage.

Event description:
It was reported that the lead had steadily increasing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.